Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
A 58mm tritanium cup was selected for implantation following acetabular preparation. Reaming had been done up to 58mm and a 58mm trial cup was used and found to be very tight in the acetabulum. On impaction of the implant it was found to be loose and suitable fixation was not achieved. Subsequently a 60mm cup was selected and successfully impacted.

Manufacturer narrative:
An event regarding alleged size/fit issue involving a tritanium shell was reported. The event was not confirmed. A visual inspection concluded that the device is unremarkable. A dimensional inspection confirmed that the returned shell is a size 58mm. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received. However, it is confirmed that the returned shell is a size 58mm. More clinical information such as pre-operative x-rays and the primary operative report as well as patient history and follow-up notes would be helpful to rule out possible contributory factors.

Event description:
A 58mm tritanium cup was selected for implantation following acetabular preparation. Reaming had been done up to 58mm and a 58mm trial cup was used and found to be very tight in the acetabulum. On impaction of the implant it was found to be loose and suitable fixation was not achieved. Subsequently a 60mm cup was selected and successfully impacted.